Event description:
It was reported that the device had motor stall error, 242.4030. There was no patient involvement.

Manufacturer narrative:
Correction: annex a: a1601, annex g: g0600101, annex b: b21, annex c: c21, annex d: d16. Additional information: device available for eval? Returned to manufacturer on, device return to manuf.? Device eval by manufacturer? Additional information: annex a: a090202, a040502, a070908, annex g: g02017, g03005, g05005, annex b: b01, b14, annex c: c16, c0201, c0601, annex d: d01, d02, d03. H3 other text: see manufacturer narrative.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had motor stall error, 242.4030. There was no patient involvement.